Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the operating room. When the kit was opened, the clinician noticed the spring wire guide was bent. As a result, another kit was opened. See MDR 1036844-2014-00050 for the second kit opened.